Manufacturer narrative:
A ge service representative performed an onsite investigation. The system bios settings were evaluated and reconfigured. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: the fse confirmed the problem reported by the customer of no boot. Fse determined the cause of the problem to be a worn out bios battery which caused corruption of the bios settings. Fse replaced the bios battery then reconfigured bios settings to restore system functions. Additional information received from the fse indicated that the battery was depleted from normal use. There is no evidence of a medical device malfunction related to this event.